Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose during troubleshooting with technical support, the issue was resolved, and customer was able to resume pump therapy.